Event description:
It was reported that during a dca procedure in the proximal to mid lad, after a rotational atherectomy procedure, the flexi-cut was advanced to the proximal lad over another company's guide wire and a total of 31 cuts were made with the cutter being cleaned three times. Another cut was then attempted, but there was an irregular vibration and resistance was found in the device when attempting to cut. As the cutter was slid in the distal direction, the guide wire was pushed distally and a perforation occurred. Both devices were removed together and the tip of the guide wire was noted to be lost. The separated guide wire (2cm) was found in the coronary, and a dissection was noted in the lm through the mid lad. Reportedly, blood flow was restricted. Multiple stents and angioplasty balloons were used to treat the dissection and the guide wire segment was retrieved using a multipurpose catheter. Reportedly, there has been no further effect of the patient, and the patient is doing well.